Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had broken battery tube threads, cracked display window corners, and missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 167mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed. The customer stated that the drive support cap appears to be normal. Advised the customer that the insulin pump would be replaced. No further information was provided.